Manufacturer narrative:
As of today's date, the sample has not been received for the company's evaluation. The DHR was reviewed for the reported lot number and did not show any rejects for visual inspection, leak test or suction test. The suction testing showed, the samples tested exceeded specification requirements. An analysis of the labeling was performed and the instructions for use state the following: "when not using auxilliary suction during surgical wound closure, several activations of the closed wound suction evacuator may be required to establish suction because of air entering partially closed wound and an operative air pocket. It is recommended that auxilliary suction be used during surgical closure". A supplemental report will be submitted when the sample investigation is completed. Baseline report previously filed.

Event description:
It was reported that a thyroidectomy pt had a 12 inch section of a competitor's, fully perforated, 7mm flat drain in place that was attached to the company's 100cc evacuator. The pt was out of pacu and in a regular medical unit room. The pt was found by the night nurse during her regular rounds to be having difficulty breathing. The evacuator was not suctioning even though it still had some suction in it as noted by the somewhat compressed state of the evacuator. The physician was called and the pt was found to have a hematoma. The drain was removed, the hematoma was drained and a penrose drain was placed in the pt. This was all done at the pt's bedside, the pt was stabilized and no further problems were noted. The evacuator was noted to have 50cc of drainage inside including clots, and there was a clot noted in the competitor's drain as well.